Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), however it was difficult to remove all of the solution from the balloon. The catheter balloon was dissected to find the inflation notch was not completely perforated. The reported event is considered out of specification. Device history record (DHR) review, is addressed in the existing CAPA. The labeling and risk assessment was not completed as they are addressed by existing CAPA. Corrections: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that it was unable to drain the water from the catheter balloon during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was unable to drain the water from the catheter balloon during pretest.